Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient right ventricular (rv) lead was capped and replaced on (B)(6) 2022 due to an unknown reason. The patient status was unknown.